Event description:
A hemodialysis user facility has reported that during treatment the upper portion of the venous side of the twister appeared to have cracked and separated. The facility has been contacted for additional details of this event. In speaking with the initial reporting rn, it has been learned that the venous side of the twister device had cracked at the twister white dial area and then separated midway through the treatment, the reporter thought that the twister dial broke off at the base of the venous side. The estimated loss of blood was reported as being between 275 ml-300 ml. Once the event occurred, the blood was not returned to this pt. A new set of lines were then set up on the machine with the treatment being able to be resumed and completed as prescribed with no further incident. The pt is reportedly fine and was discharged to home when the treatment was complete. The facility did save this sample for evaluation.

Manufacturer narrative:
The initial information was received on 06/18/2009 regarding a possible event occurring with the use of this product. However, accurate verification of this report was not received until 07/16/2009, which included verfication of product invovled and analysis of the description of the event. This review was necessary in order for (B) (4) to compile and write a thorough and concise report. Product analysis remains ongoing and this report will be sent as a follow up report when completed.